Manufacturer narrative:
Device evaluation: one cadd pump was received in good condition for investigation. Immediate inspection of the pump event log detected no evidence of the reported problem. Furthermore, the pump underwent three, separate delivery accuracy tests. The testing found that the results for all three tests were outside the pump's delivery accuracy manufacturing specifications. Based on the investigation, the complaint was confirmed. No problem source was identified.

Event description:
Information was received that a smiths medical cadd-legacy pca ambulatory infusion pump had low flow (-8%) during pm testing on the device. No adverse effects were reported.